Event description:
It was reported that the device was at end of service and the alarm triggered. It was also reported that the device charge time was longer than expected at end of service. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4). Concomitants: unknown. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the us. The event is being reported due to an alleged malfunction.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed failure disappeared during analysis.